Manufacturer narrative:
(B)(4).

Event description:
The customer noticed many sample results we accompanied by data flags. She checked the analyzer and found many of the cuvettes were full or overflowing and others were completely empty. She also found water all around the water bath. The customer was instructed to clean the sample probe and repeat the probe wash. She then found the three middle nozzles were overflowing the cells. The customer stated 13 samples affected, but only five did not have any data flag and were reported outside the laboratory. Two of the samples were lipid panels, two were direct bilirubin, and one was a chem 8. The customer could only provide specific data for one patient sample. The initial sodium result was 106 mmol/l and the repeat result on another analyzer was 132 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found there was a clogged vacuum valve causing insufficient vacuum to remove the waste from the cells. He removed and cleaned the valve. He ran several mechanism checks, a bath exchange, and a photometer check which all passed.